Event description:
Information received indicates the left foot brake caster rolls slightly when in brake.

Manufacturer narrative:
The technician found the left foot caster was out of adjustment. He adjusted the caster to repair the stretcher.